Manufacturer narrative:
Corrected information has been provided in d2b (procode).

Event description:
The user facility reported that a 72 year old male experienced an unexpected battery power loss while being transferred from the cath lab to the intensive care unit (ICU). After only several minutes on battery power, the system displayed a loss of battery power notification despite indicating 50% battery life remaining. Battery status later returned to 100%. The ICU team switched the patient to a backup aic. The facility noted this has been a frequent occurrence and expressed frustration with the lack of resolution.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3 corrected information has been provided in e4 root cause: the battery power showing 50% and then returning to 100% was a communication anomaly between the battery and power battery management board.